Manufacturer narrative:
D10: concomitants: (B)(6), 02-020-11-0340 - truliant ps cem fem ps cem right sz 4, (B)(6), 02-022-44-4012 - truliant tib imp psc insert sz 4, 12mm, (B)(6), 02-022-45-4030 - truliant tib fit tray cem sz 4f / 3t, (B)(6), 200-02-38 - three peg patella 38mm, (B)(6), 02-022-44-4012 - truliant tib imp psc insert sz 4, 12mm, (B)(6), 203-96-52 - stryker kms2512.m62 90x25x1.19mm. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a patient, right knee implanted on (B)(6) 2019, underwent a revision procedure on (B)(6) 2025, approximately 5 years 2 months post the initial procedure. The patient was revised due to pain. The tibia was revised with stem and augments. Tibia was revised due to wear and osteolysis. It was stated there were no issues with the surgery. X-rays were not provided. Explanted devices are not available for return. A device image was provided. No further information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, d4, d6a, g4, h4, h6 MDR section codes updated/corrected: b, c, d the reason for the revision reported cannot be confirmed from the information provided but may be due to the reported pain or inclusion of the polyethylene in the packaging recall. The reason for the clinical symptom of the reported pain cannot be conclusively determined. Prosthesis wear of the tibial insert could not be confirmed. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.